Event description:
It was reported that during knee arthroscopy procedure the pt's leg swelled up and leg was hard from the top of the thigh to mid calf. The surgeon had to treat with warm compress and elevation which resulted in a 2-hour recovery time. The swelling was not noticed until the drape was removed. The pt was released and returned the next day for doctor evaluation. The pt was much improved and the incident has now been resolved.